Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(6) 2013 to all potentially implanted client sites. The software notification includes a description of the issue, actions that can be taken to detect data that may be affected by the issue, and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corp will provide a follow-up report when the software modification is available.

Event description:
The issue involves the message center application which may be accessed through cerner millennium powerchart, surginet and firstnet solutions. The issue affects clinicians that utilize the application to forward message center tasks using a specific structure type. In cerner millennium, when the user forwards a surginet document or any type of result for review or signature using this structure, a message center task may not be created. Additionally, if the result is in a batch to be forwarded, the tasks for al items in the batch are not created. When this occurs, the requested recipient does not receive notification of the task assigned to them. Pt care could be adversely affected, if clinicians use forwarded message center tasks as the sole source of notification of a result value. This issue could result in pt care delay. Cerner has not received communication on any adverse pt events as a result of this issue.